Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that during the implant procedure, the atrial lead had unacceptable thresholds, and sensing difficulties. The physician tried to reposition the lead several times. After the pocket was closed, the physician noticed noise on the lead. The pocket was opened back up and a new lead was implanted. No patient complications were reported as a result of this event.